Manufacturer narrative:
A ge rep evaluated the system and tightened a loose connector. System operates as intended.

Event description:
Customer reported the image intermittently flickers or does not display at all. No patient injury was reported.